Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a server error. A technical support specialist verified the event logged for the user, identifying the reason for the authentication failure as "invalid credential" in order to address the problem. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using bd pyxis¿ medstation¿ es, the customer experienced an issue where all users were unable to log in, receiving error messages such as "unable to authenticate." The customer confirmed experiencing a delay in medication dispensing. There were no adverse events or injuries reported based on this incident.